Manufacturer narrative:
The probable root cause of error m-02 is attributed to a faulty component of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that they experienced a generator error m-02. The tse instructed the customer to power cycle the unit, but the error persisted. The connections on the back of the generator were removed, yet the unit continued to fault. As a result, the site decided to use a third-party generator for their procedures. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The generator was returned for failure analysis, and the reported problem was confirmed. The reported problem was confirmed using logs, log review revealed error m-02. Visual inspection did not reveal any issues related to the reported event. Functional testing was performed using the system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review on the generator internal log showed m-02.

Event description:
Refer to h11 for follow-up information.